Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, customer has to hold usb cable in closely to usb port to charge, despite the use of multiple usb cable. Customer¿s blood glucose value was not impacted. The customer reverted to an alternate method of insulin therapy.